Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured.  Based on the results of the investigation, the root cause could not be determined.    Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no fault with the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no image while using the evis lucera video system center. The issue occurred during preparation for use, the patient was not under anesthesia, and the diagnostic enteroscope procedure was completed with a similar device, and without delay. There was no patient harm associated with the event.